Event description:
The customer reported that the ortho provue analyzer resulted in a patient's sample as negative during antibody screen testing. The patient had passive anti-d due to rh immune globulin administration. The sample reacted weakly positive (1+) in manual gel test using the same lots of reagent cells and gel cards. No erroneous results were reported. False negative test results can lead to transfusion of incompatible blood.

Manufacturer narrative:
Ocd second level support reviewed the provue log files received from the customer in regards to the patient sample. Review of the images showed a slight j hook in microtube #s 5 and 6 of the card in question. An ocd field engineer visited the customer site and performed reader camera alignments, optics adjustments and created a new reference image. The fe also replaced a cracked wash station and changed the syringe. Repairs have returned this instrument to expected operation qc testing was acceptable. This customer has not logged any complaints against this analyzer since this incident. Incident is isolated. (B) (4).